Manufacturer narrative:
(B)(4). Damaged ratchet pawl, advancer bypass. Additional information: what is meant by "the clip was not fed into the jaws properly and came out in a row after several firings." Please provide more detail. ---the clip was not set in the jaws and also, the clip came out continuously when the device fired. Was the clip fully advanced into the jaws prior to firing? The information was not provided from the hospital. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? The information was not provided from the hospital. Was there any torquing or twisting of the device present at the time of firing? No. Which firing of the device did this event occur on? The information was not provided from the hospital. Was any unexpected resistance felt while firing the trigger? No. Did anything unexpected happen prior to this incident? No. What were the indications for surgery? What was found? The information was not provided from the hospital. Does the patient have any relevant history of surgical treatments? If so, what? The information was not provided from the hospital. Did somebody other than the primary surgeon fire the instrument? If so, whom? The information was not provided from the hospital. Was there a recent conversion to ees devices in this account or with this surgeon? The information was not provided from the hospital. Did device deliver malformed or scissored clip? The information was not provided from the hospital. The analysis results found that the el5ml device was received in good visual condition with a clip partially fed clip. The clip was removed and the device was cycled. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, two unformed clips were fed due to the antibackup feature was non-functional, then the instrument partially fed a clip with pear shaped and finally fed and form properly the remaining clips. The device locked out as intended but the orange indicator did not show up. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found damaged. This damage suggests that the trigger was forced open making the antibackup non-functional. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic urological procedure, the clip was not fed into the jaws properly and came out in a row after several firings when the device used on the blood vessel. There was no unexpected noise. The device did not clamp something hard such as clips or staples. Another device was used to complete the case. There were no adverse consequences to the patient. When the device was fired out of the patient, the same event was recreated.